Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1483707 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2015 between 5-6 pm the test would not start on his adc blood glucose meter after a sample was applied to the test strip. As a result of this issue, between 6:30-7pm the customer became "incoherent and unable to respond to commands." Customer's mother transported him to a local hospital and customer reportedly experienced a loss of consciousness. At the hospital, the customer was diagnosed with hyperglycemia, diabetic ketoacidosis (dka), and treated with an intravenous "drip of insulin and saline." There was no report of death or permanent impairment associated with this case